Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) ranging from 300 mg/dl to high on the bg meter. Reportedly, the customer suspected that the pump was not delivering insulin as intended. Elevated bg was addressed with manual injections. Customer reported an infection on their back and was unsure of the cause. Customer reported that the infection was not healing due to the elevated bg. Reportedly, customer had manual injections available as alternate insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding infection treatment; however, no additional information was provided.